Manufacturer narrative:
The manufacturing records for the final assembly was reviewed. The device in this complaint was pulled for pyrogen testing and returned to the lot once completed. The pyrogen testing is a part of the normal manufacturing procedure and not expected to have any impact on the device function. There was one deviation on one operation, in which a smaller container of silicone adhesive was used to dispense silicone. This deviation is not expected to have any impact on the device function. There were no nonconformances associated with this serial number. The device met all specifications upon release of manufacturing. As the pump was remains implanted and in use, it is not possible to further investigate the alleged complaint. The root cause is ultimately undetermined; however, it is speculated that the air may have been introduced into the pump, which may impede flow. It is also undetermined the impact of fondaparinux in the pump, as this is not indicated and intera has no data for the use of this drug on pump performance. Blank fields in the MDR form represents unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
An intera 3000 hai pump, sn (B)(6), was reported to return 30 ml of residual infusate after 2 weeks. The physician reported that he flushed the bolus pathway to ensure uptake into the liver. The physician advised use of a heating pad in order to clear any possible air that may have been introduced into the pump during refill. It was later reported (17 april 2023) that the pump was flowing normally. No patient consequences reported. It was also reported that there was the use of fondaparinux in the infusate 2 refills prior to the suspected no-flow incident, to address prior complications related to heparin induced thrombocytopenia.